Manufacturer narrative:
Investigation summary: a review of the drawing, specifications, quality control, manufacturing instructions and a visual inspection of the returned device were conducted during the investigation. One complaint device was returned for investigation. The device was returned with the handle disassembled. The collet and the collet knob had been removed from the handle. The cannulated handle is bent and has exited the slide opening in the slide and protrudes 3 cm outside the handle. A visual examination noted the support sheath is severed 2 mm from the nose of the mlla (male luer lock adapter). A severe kink was noted at the point of separation. The basket sheath has a severe kink at the distal tip of the support sheath. The basket formation is retracted into the basket sheath. Kinks were also observed at 71.6 cm and 96.3 cm from the distal tip. The device appears to have met resistance beyond its intended design. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances associated with the complaint device's reported failure. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. The quality engineering risk assessment for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported the doctor has a problem during a flexible ureteroscopy of the left kidney, while using the ncircle tipless stone extractor. As reported, the forceps came completely apart at the level of the handle during use. This made the device unusable so another device was used to complete the procedure. No part of the ncircle tipless stone extractor remained inside the patient¿s body and no additional procedures were required due to the device breakage. As reported, there were no adverse effects to the patient because of this occurrence.